Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a vacutainer septum became lodged in the rubber stopper of a blood culture bottle. There is no report of leakage or patient harm.

Manufacturer narrative:
Correction on initial report.